Event description:
It was reported from a father of a potential patient that a patient had a g-tube placed for swallowing difficulties following the placement of vns therapy. Follow up with the father indicated that he did not know the name of the patient as he had spoken to the patient's parent through social media anonymously online. No additional or relevant information has been received to date.